Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Ref mfrs report(s): 9019871-2012-00587, 9019871-2012-00588, 9019871-2012-00589.

Event description:
It was reported the labralock p implant was attempted but not used as the physician found the anchor was loose inside the suture loader. A second labralock p implant was opened and attempted however, the anchor was also loose inside the suture loader. A third labralock p implant (of a different lot) was opened and implanted inside the pt's bone. The anchor was reportedly loose upon insertion and the suture could not be tensioned. The implant was abandoned in the pt's bone without function. A new bone hole was drilled and the physician attempted to use a speedlock implant. While threading the suture, it failed to advance any further than 5cm and thus could not be used. A new speedlock implant was opened and the repair was completed. The physician reported a surgical delay of approx one hour. No further pt complications were reported as a result of this event.